Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia procedure with a carto® 3 system and experienced noise on the recording system when using carto 3 which is not a reportable event. Nevertheless, on (B)(6) 2015 the physician stated that the artifact appeared to be causing tissue activation. Due to physician statement additional investigation was performed and it was informed that noise was noticed during the procedure on all signals (intracardiac and body surface) in carto and recording system. However, they had available signal to monitor patient¿s heart rhythm on external ECG, also it was clarify that the noise was seen during pacing not ablating. While pacing, both direct stimulator and primary pacing ports were used and they presented unwanted tissue stimulation which putted patient into short periods of atrial fibrillation posterior to pacing in atrial channels and produced premature ventricular contractions post pacing in the ventricular channels. The procedure was completed without patient consequences. This event is being reported because there is a risk since disorganization of the electrical signal could mislead the physician. The investigational analysis has been completed. Fse reproduced noise issue and also observed ppa (post pace artifact) issue. The issues were resolved by replacement piu and lp kit. After that, fse performed functional tests and all tests passed. System is ready for use. Faulty piu and lp kit was sent to htc for investigation. Htc: the customer's complaint was not confirmed. Piu & lp were tested. No failure was found. R&d htc: in carto 3 after the last stimulation pulse we can observe the additional spike (ppa). This is a not a system failure. It was also reported that pu table clamp, lp holder and ic out cable were found damaged. The damaged pu table clamp, lp holder and ic out cable were replaced with new parts that were delivered to the account. The issue resolved. The history of customer complaints associated with carto 3 system (B)(4) was reviewed. 1 out of 8 additional reported complaints may be related to the reported issue. DHR review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia procedure with a carto 3 system and experienced noise on the recording system when using carto 3 which is not a reportable event. Nevertheless, on (B)(6) 2015 the physician stated that the artifact appeared to be causing tissue activation. Due to physician statement additional investigation was performed and it was informed that noise was noticed during the procedure on all signals (intracardiac and body surface) in carto and recording system. However, they had available signal to monitor patient's heart rhythm on external ECG, also it was clarify that the noise was seen during pacing not ablating. While pacing, both direct stimulator and primary pacing ports were used and they presented unwanted tissue stimulation which putted patient into short periods of atrial fibrillation posterior to pacing in atrial channels and produced premature ventricular contractions post pacing in the ventricular channels. The procedure was completed without patient consequences. This event is being reported because there is a risk since disorganization of the electrical signal could mislead the physician.